Event description:
It was reported that during transport at the user facility, the castor broke off of the cart. No impact to the operator of the cart was reported, as well as no medical interventions, adverse consequences, or procedural delays.

Manufacturer narrative:
The reported event that the castor snapped off of the cart was confirmed by a manufacturer field service technician.

Event description:
It was reported that during transport at the user facility, the castor broke off of the cart. No impact to the operator of the cart was reported, as well as no medical interventions, adverse consequences, or procedural delays.